Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The endoscopy support specialist (ess) provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus endoscopy support specialist (ess) reported that during an onsite reprocessing in-service and facility review at the customer¿s site, it was noted that the evis exera iii bronchovideoscope was being improperly reprocessed. The ess reported that the following deviations from the recommended reprocessing procedures were observed: during precleaning, suctioning was only performed for 30 seconds while the distal end was immersed in solution, the customer did not remove the distal end from solution for 10 seconds, did not use the air/water cleaning adapter for any aspirating, did not use the flushing pump for 10 seconds, and did not use auxiliary tubing for flushing either. During manual cleaning/suctioning, the customer did not use the suction cleaning adapter with suction for 30 seconds. There was no associated patient infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states the detection method in operation manual chapter 3 preparation and inspection IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.